Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. However, factors that may contribute to inaccurate delivery include, but are not limited to, anatomical conditions, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. It may be possible that the distal sheath was restricted or entrapped within the anatomy such that when the sheath finally released, and the stent deployed, the stent jumped due to the built up tension within the shaft lumens of the delivery system causing a spring like release of the stent. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported inaccurate delivery. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was an arteriovenous (av) fistuloplasty stenting of a 50-60% av graft stenosis in the mid brachial artery. The lesion was pre-dilated with an 8mm balloon. The 8x20mm absolute pro was advanced to the target lesion; however, upon deployment the stent jumped forward and only 1/3 of the stent covered the lesion. Another 7x20mm absolute pro stent was used to cover the lesion completely. Post-stent results were satisfactory. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.